Event description:
It was reported that a novum iq large volume pump had a black screen found during an unspecified process step. It was unknown if a patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the device turned on and displayed a blank/black screen. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the defective display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.